Event description:
Name of procedure: sigmoid resection. Event description: after placing a bladed trocar (name redacted) saw that he had an epigatric bleeding. Or ca500 was already open on the table, so (name redacted) decided to take the trocar out of the incision and use ca500 to stop the bleeding. When trying to put a clip on the epigastric vessel, sometimes a clip didn't come out when pulling the handle. They replaced the clip applier with a new ca500. Additional information received by applied medical rep via email on 19aug25: no patient injury. No trocar was used. The clip was properly seated between the jaws. No resistance. A loaded clip wasn't manually removed from the jaws. Intervention: device replacement. Patient status: patient is ok.

Manufacturer narrative:
Correction to d10. Concomitant medical products and therapy dates - detail of product and date. The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of the clip not loading into the jaws. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: sigmoid resection event description: after placing a bladed trocar (name redacted) saw that he had an epigatric bleeding. Or ca500 was already open on the table, so (name redacted) decided to take the trocar out of the incision and use ca500 to stop the bleeding. When trying to put a clip on the epigastric vessel, sometimes a clip didn't come out when pulling the handle. They replaced the clip applier with a new ca500. Additional information received by applied medical rep via email on 19aug25: no patient injury no trocar was used the clip was properly seated between the jaws. No resistance. A loaded clip wasn't manually removed from the jaws. Intervention: device replacement. Patient status: patient is ok.